Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, smoker, biomechanical overload, inadequate bone quality/quantity, peri-implantitis, infection, fistula, bleeding, inflammation, mobility.